Manufacturer narrative:
Reference: voluntary medwatch report #mw5155446.

Event description:
Voluntary medwatch received states that the patient heard alert tones delivered by the device. The alerts were indicative of unspecified integrity issue associated with the right ventricular lead. No further information was available.